Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the rad-57 and the rainbow sensor sometimes shows high level of co although the patient hasn't inhaled co. There were no consequences or impact to patient reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. No un-commanded or unexpected shut down of system observed during test and evaluation. The unit was determined to be functioning as designed. Unable to confirm complaint. Pt identifier: (B)(6). "It was reported that the rad-8 unit will just turn off even when plugged in or fully charged. There is no known impact or consequence to patient." Brand name to rad-8. Model # to 22042, catalog # to 9190, serial # to (B)(4). Device available for evaluation? "Yes", returned on 01/26/2016. Initial reporter: (B)(6). Reporting source changed to company representative and distributor PMA 510k: to k053269. Device evaluated by manufacturer? "Yes." Device manufacture date to 10/07/2009. (B)(4).

Event description:
It was reported that the rad-8 unit will just turn off even when plugged in or fully charged. There is no known impact or consequence to patient.